Event description:
The customer received a questionable thyrotropin (tsh) result for one patient sample. The initial result was 0.009 uiu/ml with a data flag. The repeat result was 27.26 uiu/ml with a data flag. The second repeat result was 0.005 uiu/ml with a data flag. The result of 0.005 uiu/ml with a data flag was reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot number was 176496 with an expiration date of 10/31/2014. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not suspected.

Manufacturer narrative:
This event occurred in (B)(6).